Event description:
The yag laser would not turn on. The preventative maintenence, pm, sticker on the unit was recent. The service representative was contacted and the instructions were followed. The unit was then spilling water so it was turned off and not used.